Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
It was reported that were touchscreen issues. The biomed stated they were unable to duplicate the reported issue but wanted to replace the touchscreen as a precaution. The remote service engineer (rse) provided the biomed with the part number of the touchscreen to order and replace. Investigation is ongoing.